Event description:
It was reported that during a lap roux-en-y procedure on the seventh firing, the knife blade did not cut and the staples were deployed but did not form. Another like device was used to complete the case with no pt consequences.

Manufacturer narrative:
(B)(4): evaluation summary: the analysis results showed that the device was received in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired a complete staple line, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. This damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.